Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain (daily, constant), pain"), adnexa uteri mass ("left adnexal mass"), ovarian cyst ("cyst on her left ovary") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 689942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1989, (B)(6) 1993). Previously administered products included for contraception: oral contraceptive nos in 2002. Concurrent conditions included overweight, fibroid uterine enlarged since (B)(6) 2015, latex allergy and ovarian cystadenoma since (B)(6) 2015. Concomitant products included anaesthetics (anesthesia), lisinopril and metoprolol. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced back pain ("back pain (daily, constant)"), abdominal distension ("severe bloating"), hyperhidrosis ("excessive sweating / sweats (diaphoresis)"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraines") and temperature intolerance ("heat sensitivity- inability to be outside during the summer"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced adnexa uteri mass (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain, ovarian cyst (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain (daily, constant)"), uterine cyst ("cyst in her uterus"), cervical cyst ("cyst in cervix"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss specify which one: weight gain"), hypertension ("high blood pressure") and anxiety ("anxiety"). The patient was treated with sertraline (zoloft), surgery (hysterectomy to remove essure, bilateral salpingectomy( removal of fallopian tubes )), surgery (exploratory laparotomy. Left salpingo- oophorectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adnexa uteri mass, ovarian cyst, genital haemorrhage, abdominal pain, back pain, uterine cyst, cervical cyst, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia, weight increased, hypertension and anxiety outcome was unknown and the abdominal distension, hyperhidrosis, headache, fatigue and temperature intolerance had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri mass, anxiety, back pain, cervical cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hyperhidrosis, hypertension, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, temperature intolerance, uterine cyst, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2014, CT abdomen and pelvis without contrast showed patchy fatty infiltration of the liver. Urinary tract calculi are evident. Probable exophytic uterine fibroid. On (B)(6) 2015, ultrasound scan vagina showed 8 cm left ovarian endometrioma and indeterminant 3.9 cm cervical mass. MRI of the pelvis done. On (B)(6) 2015, pathology report showed symptomatic pelvic pain and fibroid mass a. Ovary and fallopian tube, left, salpingooophorectomy: - mucinous cystadenoma, 8.0 cm - unremarkable fallopian tube - no malignancy identified b. Uterus, cervix, and fallopian tube, total hysterectomy and right salpingectomy: multiple leiomyomata, measuring up to 4.0 cm - secretory endometrium - benign cervix - unremarkable fallopian tube no endometrial hyperplasia or malignancy identified. Gross description: specimen is received in two parts. A. Received fresh for frozen section, labeled patient name and left ovary is an adnexa comprised a 4.0 x0.9-cm fimbriated violaceous fallopian tube attached to an 8.0 x 7.0 x 5.0 cm multiloculated intact cystic ovary. The specimen is entirely blue inked and the ovary is sectioned revealing mucin. The lining is predominantly smooth tan with fine red granularity having a 1.0 x 1.0 x 0.7 cm tan papillation and a prominent 1.5 x 1.2 x 0.8 cm red excrescence, identified occupying 10% of the total inner lining. A representative section of the smaller papillation is submitted for frozen section microscopy. The frozen section residue is submitted as fsal.. Additional representative sections are submitted as labeled: a2 remaining smaller papillation, a3-a4 larger excrescence, a5-a6 random ovary, a7 fallopian tube. Specimen has been reviewed with dr. B. Received in formalin labeled with the patient's name and uterus, cervix and right tube is also uterus and cervix with attached right fallopian tube. The uterus and cervix measures 9.5 cm in length by 5.5 cm from cornu to cornu by 3.9 cm from anterior to posterior. Uterine corpus is surfaced with a smooth glistening tan-pink serosa. Sectioning reveals an endometrial cavity lined with a 0.15 cm focally lush pink endometrium. The myometrium is firm tan-pink averaging 1.0 cm in thickness. There are 4 intramural nodules ranging from 0.8 cm to a prominent cervical 4.0 cm nodule. The nodules have a whorled gray-whorled tan cut surface without necrosis. Punctate hemorrhage is noted. The ectocervix is lobulated tan with a 1.3 cm os. The attached 4.5 x 0.5 cm fimbriated violaceous fallopian tube has numerous cystic tan rests. Bilateral ovaries and a left fallopian tube are not received with the specimen. Representative sections are submitted as labeled: b1 anterior cervix, b2 posterior cervix, b3 anterior endomyometrium, b4 posterior endomyometrium, b5-b6 nodules, b7 right fallopian tube. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, left adnexal mass. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm ay quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot number, event onset date updated, historical drug and conditions, concomitant drugs and conditions, lab data, new events genital haemorrhage , vaginal haemorrhage , menorrhagia, migraine, nausea, dysmenorrhea, dyspareunia, weight increased, adnexa uteri mass, hyperhidrosis, temperature intolerance, hypertension and anxiety added. Outcome for the events headache, fatigue, abdominal distension and temperature intolerance updated as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("severe bloating"), hyperhidrosis ("excessive sweating"), headache ("headaches"), fatigue ("fatigue"), ovarian cyst ("cyst on her left ovary"), uterine cyst ("cyst in her uterus") and cervical cyst ("cyst in cervix"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal distension, hyperhidrosis, headache, fatigue, ovarian cyst, uterine cyst and cervical cyst outcome was unknown. The reporter considered pelvic pain, abdominal pain, back pain, abdominal distension, hyperhidrosis, headache, fatigue, ovarian cyst, uterine cyst and cervical cyst to be related to essure. Quality safety evaluation received on 19-dec-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm ay quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe chronic pelvic pain. A hysterectomy was performed to remove micro-inserts around 4 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain (daily, constant), pain"), adnexa uteri mass ("left adnexal mass"), ovarian cyst ("cyst on her left ovary") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 689942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (B)(6) 1989, (B)(6) 1993). Previously administered products included for contraception: oral contraceptive nos in 2002. Concurrent conditions included overweight, fibroid uterine enlarged since (B)(6)2015, latex allergy and ovarian cystadenoma since (B)(6) 2015. Concomitant products included anaesthetics (anesthesia), lisinopril and metoprolol. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced back pain ("back pain (daily, constant)"), abdominal distension ("severe bloating"), hyperhidrosis ("excessive sweating / sweats (diaphoresis)"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraines") and temperature intolerance ("heat sensitivity- inability to be outside during the summer"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced adnexa uteri mass (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain (daily, constant)"), uterine cyst ("cyst in her uterus"), cervical cyst ("cyst in cervix"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss specify which one: weight gain"), hypertension ("high blood pressure") and anxiety ("anxiety"). The patient was treated with sertraline (zoloft), surgery (hysterectomy to remove essure, bilateral salpingectomy( removal of fallopian tubes )), surgery (exploratory laparotomy. Left salpingo- oophorectomy.) And surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adnexa uteri mass, ovarian cyst, genital haemorrhage, abdominal pain, back pain, uterine cyst, cervical cyst, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia, weight increased, hypertension and anxiety outcome was unknown and the abdominal distension, hyperhidrosis, headache, fatigue and temperature intolerance had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri mass, anxiety, back pain, cervical cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hyperhidrosis, hypertension, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, temperature intolerance, uterine cyst, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2014, CT abdomen and pelvis without contrast showed patchy fatty infiltration of the liver. Urinary tract calculi are evident. Probable exophytic uterine fibroid. On (B)(6) 2015, ultrasound scan vagina showed 8 cm left ovarian endometrioma and indeterminant 3.9 cm cervical mass. MRI of the pelvis done. On (B)(6) 2015, pathology report showed symptomatic pelvic pain and fibroid mass a. Ovary and fallopian tube, left, salpingooophorectomy: - mucinous cystadenoma, 8.0 cm - unremarkable fallopian tube - no malignancy identified b. Uterus, cervix, and fallopian tube, total hysterectomy and right salpingectomy: multiple leiomyomata, measuring up to 4.0 cm - secretory endometrium - benign cervix - unremarkable fallopian tube no endometrial hyperplasia or malignancy identified. Gross description: specimen is received in two parts. A. Received fresh for frozen section, labeled patient name and left ovary is an adnexa comprised a 4.0 x0.9-cm fimbriated violaceous fallopian tube attached to an 8.0 x 7.0 x 5.0 cm multiloculated intact cystic ovary. The specimen is entirely blue inked and the ovary is sectioned revealing mucin. The lining is predominantly smooth tan with fine red granularity having a 1.0 x 1.0 x 0.7 cm tan papillation and a prominent 1.5 x 1.2 x 0.8 cm red excrescence, identified occupying 10% of the total inner lining. A representative section of the smaller papillation is submitted for frozen section microscopy. The frozen section residue is submitted as fsal.. Additional representative sections are submitted as labeled: a2 remaining smaller papillation, a3-a4 larger excrescence, a5-a6 random ovary, a7 fallopian tube. Specimen has been reviewed with dr. B. Received in formalin labeled with the patient's name and uterus, cervix and right tube is also uterus and cervix with attached right fallopian tube. The uterus and cervix measures 9.5 cm in length by 5.5 cm from cornu to cornu by 3.9 cm from anterior to posterior. Uterine corpus is surfaced with a smooth glistening tan-pink serosa. Sectioning reveals an endometrial cavity lined with a 0.15 cm focally lush pink endometrium. The myometrium is firm tan-pink averaging 1.0 cm in thickness. There are 4 intramural nodules ranging from 0.8 cm to a prominent cervical 4.0 cm nodule. The nodules have a whorled gray-whorled tan cut surface without necrosis. Punctate hemorrhage is noted. The ectocervix is lobulated tan with a 1.3 cm os. The attached 4.5 x 0.5 cm fimbriated violaceous fallopian tube has numerous cystic tan rests. Bilateral ovaries and a left fallopian tube are not received with the specimen. Representative sections are submitted as labeled: b1 anterior cervix, b2 posterior cervix, b3 anterior endomyometrium, b4 posterior endomyometrium, b5-b6 nodules, b7 right fallopian tube. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, left adnexal mass. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.